Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer believes the pump is over delivering. The customer was at 265 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed or both the low and the high. The customer also had a high of 400 mg/dl which they treated for with manual injections. The insulin pump will be returned for analysis.